Event description:
It was reported that the patient¿s catheter kept being tangled up. The patient felt like the health care provider (hcp) left ¿too much line and it kept pulling out of the box¿. It was said to have occurred 4 times. She couldn¿t remember when the first incident occurred. The patient had the pump removed in 2010. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).